Event description:
It was reported that a patient underwent a cardiac ablation procedure involving a thermocool® smart touch® sf bi-directional navigation catheter. It was reported at end of procedure, operator noticed a long sleeve of biological tissue plastic from ablation that was attached to the tip, like a glove. It was very difficult to remove, operator had to cut it and it wouldn¿t just slide off. Reporter has not seen it before. No complications to the patient or ablation issues but still can¿t explain what caused it. Tissue was sent to biopsy from the hospital, there¿s still some tissue attached to the tip of the catheter sent for analysis. No injury or death resulted from the event. The device is not a single-use device that was reprocessed and re-used on a patient. The problem occurred after use on patient and occurred during procedure/surgery. Foreign material on usable length of catheter is MDR-reportable.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 29-mar-2023, the product investigation was completed. On 11-apr-2023, the photo analysis was also completed. It was reported that a patient underwent a cardiac ablation procedure involving a thermocool® smart touch® sf bi-directional navigation catheter. It was reported at end of procedure, operator noticed a long sleeve of biological tissue plastic from ablation that was attached to the tip, like a glove. It was very difficult to remove, operator had to cut it and it wouldn¿t just slide off. Reporter has not seen it before. No complications to the patient or ablation issues but still can¿t explain what caused it. Tissue was sent to biopsy from the hospital, there¿s still some tissue attached to the tip of the catheter sent for analysis. Device evaluation details: a picture was received for evaluation, according to biosense webster procedures. The picture provided by the customer indicates that foreign a material has adhered to the catheter's tip. Visual analysis revealed no damage or anomalies on the device. The tip look in optimal conditions and no sign of foreign material was observed. A cool flow pump and pressure gage test was performed, and the device was irrigating correctly. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device [30875112l] number, and no internal actions related to the reported complaint condition were identified.  The event described by the customer could not be confirmed during the product investigation; however, according to images sent by the customer the foreign material was be observed. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).